Event description:
It was reported, the video system center had no image. The issue was found during reprocessing. The patient was not under anesthesia. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a corroded printed circuit board and main board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that moisture invaded from vent of side of the device causing corrosion and the failure of the printed circuit board and the main board leading to the malfunction. The event can be prevented by following the instructions for use which state: [6.1 precautions for operation] ·when using spray-type medical agents such as lubricant, anesthetic, or alcohol, use them away from the video system center so that the medical agents do not contact the video system center. Sprayed medical agents might enter the video system center through the ventilation grills and may cause a fire and/or equipment damage. ·do not use a humidifier near the video system center as condensation may occur and cause equipment damage. Olympus will continue to monitor field performance for this device.